Event description:
Suture reaction: customer call stating that a pt returned 5 months post abdominoplasty with an apparent adverse reaction to vicryl suture. Condition persists at 10 months and was described as "an aggressive inflammatory reaction" across the incisional site. Dr states that the both deep and subcuticular layers of the incision were closed with vicryl. Dr states that he has noted localized thrombosis, however there appears to be no apparent breakdown of the epidermis.